Manufacturer narrative:
(B)(4). The patient received stress dose plavix and aspirin. Then received the standard dosage. Reportedly, the patient had scaffold thrombosis due to interruption of the dapt. The patient had reportedly stopped taking the dual anti-platelet therapy medication immediately after discharge from the hospital because he was waiting for relatives to buy it. No additional information was provided. Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. The reported patient effects of angina and thrombosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use (IFU), are known adverse events associated with the use of a coronary scaffold in native coronary arteries. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The absorb device is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the patient presented with ischemic heart disease and exertion angina. The index procedure on (B)(6) 2016 was to treat a de novo lesion located in the mid left anterior descending (lad) with mild tortuosity and 85% stenosis. Vessel diameter was measured visually and determined to be greater than 2.5mm in diameter. Predilatation was performed with a 2.50x20 mm unspecified compliance balloon with 14 atmospheres (atm). Residual stenosis was less than 10%. Then a 3.0x18mm absorb scaffold was implanted using 12 atm. Post-dilatation was performed with a 3.0x9 mm balloon catheter with 16 atm. Residual stenosis was less 10%. A control angiogram was performed and it was noted that the lumen was completely restored, blood flow timi iii and no spasm of peripheral section. The final result was assessed visually. During the hospitalization the patient was given the following medication: atoris 40mg/day, enalapryl 40 mg/day, bisoprolol 5 mg/day, aspirin 75 mg/day and clopidogrel 75 mg/day. On (B)(6) 2016, st elevation in anterior wall (on ECG) was detected and the patient had marked pain behind the breast bone. The patient was transported into the cath lab for an urgent angiography. On angiography there was no visualisation of the lad (starting from the mid) and thrombosis of the absorb scaffold was detected. Lad recanalization was successful. A 3.0x18 mm absorb scaffold was implanted with 18 atm.